Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d implanted (B)(6) 2026; 305c229 aortic valve implanted (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead alerted for low pacing and rv defibrillation coil impedance. A slow, continuous decline was noted in pacing impedance, impedance of both defibrillation coils. And r-wave measurements. The right atrial (ra) exhibited a slow , continuous decline in impedance and p-wave measurements. The left ventricular (lv) lead exhibited a slow, continuous decline in impedance. The leads remain in use. No patient complications have been reported as a result of this event.